Event description:
The customer reported blurry image displayed during diagnostic procedure involving an olympus gastrointestinal videoscope while the patient was under sedation. The intended procedure was completed using the same device. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.